Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the synergy ous mr 3.50 x 24 mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found that on the proximal stent strut row 8, a stent strut was lifted. The undamaged section crimped stent maximum outer diameter (od) was measurement and is within the maximum crimped stent profile measurement. Stent damage most likely occurred when this synergy stent interacted with an already placed stent. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The tip was visually and microscopically examined and no signs of damage were noted. A visual and tactile examination found no kinks or damage along the hypotube shaft. A visual and tactile examination of the outer and the inner lumen and mid-shaft found no issues with the extrusion shaft. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is caused by other device as another device/drug/subsequent procedure caused the complaint event. (B)(4).

Event description:
Reportable based on device analysis completed on 02-aug-2018. It was reported that crossing difficulties were encountered. The 85% stenosed target lesion was located in the severely calcified right coronary artery. After a non-bsc guide wire crossed the lesion, pre-dilation was performed with a 2.5x15mm non-bsc balloon catheter. Subsequently, a 3.50 x 24mm synergy¿ drug-eluting stent was advanced but failed to cross the previously implanted stent. The device was removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.